Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 4; cat# 5521-b-400; lot# gtjf. Tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# m6w05. Femoral condyle; cat# unknown; lot# unknown. Patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient's knee was revised due to infection, pain and wound drainage. Tibial and femoral components were revised.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. A dimensional and functional analysis could not be performed as the device was not returned. However, photographs of the returned devices were provided. The images show some sign of wear and pitting on the articulating surface and a damaged pilot wire. No conclusions can be made with out return of the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient's knee was revised due to infection, pain and wound drainage. Tibial and femoral components were revised.